Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net. Review of the transmission revealed, the implantable cardioverter defibrillator exhibited far field p-wave oversensing on the ventricular lead. The patient did not receive any therapy. The oversensing was noted on the stored electrograms. Programming changes were discussed; no intervention was reported.

Event description:
New information noted that the device was reprogrammed on (B)(6) 2018 resolving the oversensing issue and normal function was noted on the device. The patient was in good condition.

Event description:
New information noted that the oversensing recurred with crosstalk signals. The patient was asymptomatic to the events. The patient was brought into the clinic and the device was reprogrammed. The patient will continue to be monitored.